Event description:
It was reported that a malfunction occurred in the tandem pump with code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with pump reset, after which the malfunction code did not recur, allowing continued use of the pump. Customer was advised to call back if any issues arise.